Event description:
Pt was in surgery for rectal cancer and proctosigmoid colectomy. During surgery, the contour stapler - used to divide the tissue and staple on either side was being utilized to divide the rectum due to the pt's size, his narrow pelvis and location of the tumor being excised; as the portion of the diseased bowel was removed, staples were identified on both ends; when the rectal sizer was introduced into the rectum to begin the anastomosis, the sizer progressed into the abdominal cavity, through the rectum; no staples were identified on the end of the tissue or within the abdominal cavity; there was approx 4-5 cm of tissue left from the anal verge and it was noted to be very friable; the surgeon was unable to safely re-staple or do a purse string suture for an anastomosis as planned and resulted in a permanent colostomy for the pt. Dates of use: (B) (6) 2010 - (B) (6) 2010 - single use item. Diagnosis or reason for use: rectal cancer. Event abated after use stopped: yes.